Event description:
It was reported that the right ventricular (rv) lead exhibited high, undefined impedance and a polarity switch was triggered. A chest x-ray revealed a lead fracture in the vicinity of the sleeve. The lead was reprogrammed and is scheduled for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.